Manufacturer narrative:
This report is being filed on an international product, list number 6c29 that has a similar product distributed in the u.s., list number 6c27. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect havab igg result was generated. The patient had been tested on (B)(6) 2013 and a (B)(6) havab igg result of (B)(6) was generated. On (B)(6) 2013 the patient was tested again and the havab igg results were (B)(6). The customer stated the results were the same when retested (no data provided). Havab igm testing was performed on both dates and (B)(6) results of (B)(6) were generated both times. The customer felt that the results from (B)(6) 2013 were (B)(6). There was no report of impact to patient management.